Manufacturer narrative:
This file and the completed questionnaire were reviewed by the clinical analyst, who stated the following: ¿the customer reported a surge of fluid during the insertion of the intraocular lens (iol) with the I/a handpiece. The fluid surge caused a posterior capsule (pc) tear which caused the iol to fall into the vitreous. An anterior vitrectomy was done. The eye was closed. The patient was referred to retinal specialist. The customer completed a questionnaire. The patient was a (B)(6) year old female. The cataract was mature, brunescent, and rubbery. The pc tear was central. There was no occlusion noted during the procedure. There was no shallowing or collapse of the anterior chamber. A second instrument was used during phaco. The event duration was 35 minutes. The patient was referred to a vitreoretinal specialist for removal of the lens cortex and the iol from the vitreous cavity. A diuretic was given IV. In the surgeon¿s opinion the device caused or contributed to the event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 10, 2004. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant (iol) procedure, there was a surge of fluid during the insertion of the iol. This surge of fluid caused the posterior capsule to rupture and the iol to fall into the vitreous cavity. An anterior vitrectomy was performed. The eye was closed and the patient was referred to a retinal specialist for removal of the iol.